Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was noted that the patients trial started on (B)(6) 2023. It was reported that patient (pt) states since the day they had the trial lead implanted, they have been experiencing stim in their lumbar area but that it's also gotten them to the bathroom on time. Pt states the therapy for them is intended for bladder and bowel control. Pt states when they get a signal "to go" they aren't sure if it will be bladder or bowel but they make it on time. Pt also mentioned when they got the trial done, they could barely walk on their left leg and that it kept giving out but that the pt also is experiencing bilateral sciatica. Pt states they did speak to the rep and they told the pt to back the stimulation down, which felt much better for the pt. Pt stated ended up having a little trouble with wound care where the wire insertion was. Pt states they noticed this last wednesday when they went in to change the dressing. Pt states they believe it was self inflicted because every time they would go to pull their depends up and down, they thought they were pulling on the leads.  They also were experiencing an anal itch and tickle. Pt inquired if it's worth to feel these less than desirable sensations to get symptom relief. Pt also asked what type of device would be implanted on the (B)(6). Pt confirmed they do have the advanced trial but that they do not want the pt changing off of program 6. Troubleshooting was unable to be performed as there was not troubleshooting that could be done. Pt services reviewed therapy expectations with the pt and reviewed after the permanent implant, pt may be able to switch programs or may not feel stimulation at all. The patient was redirected to their healthcare provi der to further address the issue.

Manufacturer narrative:
Concomitant medical products : product ID: neu_unknown_lead, lot# unknown, product type: lead. The main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.